Event description:
It was reported that upon connecting the fiber to begin a prostate procedure, a fiber break was observed near the middle of the fiber and light was observed at the break point. Fiber used for 0 minutes and 0 joules. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip does not exhibit signs of usage; the fiber is broken within the white tubing at 2 feet and 9 inches from input connector, between the connector and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the break; the white tubing does not exhibit signs of melting at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.